Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. No further testing will be completed due to product being past it's expiration. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage with the incident lot was observed. No further testing will be completed due to product being past it's expiration. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had the rubber stopper torn and sample leaked. No serious injury or medical intervention.